Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause was not established for: due to deformation of the bending tube, connection between bending section and connecting tube was detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope detached between the bending section and the connecting tube. There was no patient involvement.